Event description:
It was reported that intermittent malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.